Event description:
It was reported that while using a surgical fiber during a laser lithotripsy procedure, the aiming beam from the fiber could no longer be visualized. The fiber was replaced and the procedure completed using a second surgical fiber. At the end of the case, the staff noticed three small burn areas on the surgical drape, and it was noted that at no time did the staff smell an odor that would have indicated burning and there was no observation of a flame noted by the staff. There was no patient and/or user injury reported.